Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection vancomycin (1 gram, stat immediately, route not reported), injection vancomycin (1 gram one bag, intraperitoneally, frequency not reported), injection imipenem (500milligram, stat immediately, route not reported), injection imipenem (250 milligram each bag, intraperitoneally and frequency not reported) and injection meropenem (500milligram 3 per bags, intraperitoneally and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient had recovered from the peritonitis event (previously unknown). No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.